Event description:
Following removal of port, catheter was noted to be short. Port had been non-functional and was being removed for that reason. Chest x-ray revealed remainder of catheter in rt svc, rt atrium, and rt ventricle. Pt was transferred to another facility for removal of catheter remnant in interventional radiology.